Event description:
It was reported that the orange inner lumen was displaced during the procedure and remained within the pt. It was retrieved with a snare. There were no pt complications.

Event description:
It was reported that the orange inner lumen was displaced during the procedure and remained within the pt. It was retrieved with a snare. There were no pt complications.